Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported a hakim valve was implanted due to pediatric hydrocephalus via v-p shunt on unknown date with unknown setting. The patient developed ventricular dilatation, and his/her intracranial pressure increased. The patient suffered from headache and choked disk. Therefore, the valve was explanted and replaced (unknown date).

Manufacturer narrative:
Updated fields:  d9, g3, g6, h2, h3, h6, h10. The hakim valve was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.